Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The indeterminate endoleak complaint is unconfirmed due to a lack of relevant medical imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Based on medical records and imaging it was confirmed that surgical conversion procedure was completed. Procedure related harms for this complaint include post operative abnormal blood loss and acute post operative arrhythmia (rapid atrial fibrillation). The final patient status was reported discharged on post operative day 14 home stable with home health. No contributing factor were identified. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to adverse event: remove other serious. B5: describe event or problem: update. D4: UDI#: correction. G1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3.5 years post initial procedure, the patient presented with a type ia, ii, or iii endoleak (at indeterminate origin); endologix sales representative became aware of the event at a conference and therefore, the exact date of event is unknown. The physician plans to convert the patient to open surgical repair but re-intervention has not been scheduled. As of date, there have been no additional patient sequelae reported. Additionally, clinical assessment determined that the patient underwent surgical conversion. The final patient status was reported discharged on post operative day 14 home stable with home health.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately 3.5 years post initial procedure, the patient presented with a type ia, ii, or iii endoleak (at indeterminate origin); endologix sales representative became aware of the event at a conference and therefore, the exact date of event is unknown. The physician plans to convert the patient to open surgical repair but re-intervention has not been scheduled. As of date, there have been no additional patient sequelae reported.